Event description:
The nurse reported that a "balance tip" broke during a procedure. No known harm to the patient. Additional information was requested, however, none has been provided to date.

Manufacturer narrative:
No phaco tip was returned for being broken. Seven lots were identified with this complaint. The device history records for the lots were reviewed. All lots had the same abnormality that was unrelated to the customer issue. One lot also had a second abnormality that also was unrelated to the customer complaint. Because a sample was not returned, the root cause for customer complaint issue cannot be determined. (B)(4).